Manufacturer narrative:
Company representative replaced two telepacks and installed and programmed the telepacks. The unit was checked and tested.

Event description:
Customer reported communication loss between the panorama central station and ambulatory telepack. No pt injury was reported.